Event description:
The article lists sixteen cases of percutaneous lead breakage (crps). Journal reference: rosenow, md, et al. "Failure modes of spinal cord stimulation hardware." J. Neurosurgery: spine/volume 5, 2006; 183-190.

Manufacturer narrative:
While the specific devices used were not identified by pt/complication, the author indicates that percutaneously inserted lead implants were primarily pisces-quad model 3887 and pisces-quad model 3888. Journal reference: rosenow, md, et al, "failure modes of spinal cord stimulation hardware." J. Neurosurgery: spine/volume 5, 2005; 183-190.